Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was 105 mg/dl. The customer mentioned other blood glucose as 535 mg/dl. The insulin pump had motor error alarm and no delivery alarm. Customer reported the drive support cap appears normal. Customer did not report motor position encoder error alarm. Customer was able to complete pump rewind. Pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within the last 30 days. The insulin pump passed displacement test. The customer declined troubleshoot for high blood glucose and no delivery alarm. The insulin pump will not be returned for analysis.